Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer has changed the reservoir, cannula and the tubing but does not resolve the pump issue. Customer also indicated that the pump made a peculiar noise while the piston moved. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional test including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump delivered properly during testing. No delivery anomaly was noted. The pump had a noisy motor noted during testing due to a problem isolated to the motor. The pump was received with a cracked reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.